Event description:
The user facility reported an 82-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Upon explant of the impella cp device, complications were encountered with closing the site. The perclose was noted to be unsuccessful and a covered stent was ultimately placed in the patient's left femoral artery to treat the site. No bleeding was noted following site closure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05823: d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.